Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a temperature alarm occurred. There was no patient involvement, as the pump was not in use for insulin therapy.